Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. The device remains implanted in the patient. In this case, patient factors (pre-existing valvular disease) may have contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years post implantation of a sapien 3 valve, the patient presented with shortness of breath and fatigue. An echo (tee) revealed possible restricted aortic valve leaflet and a paravalvular aortic regurgitation. A cardiac cath revealed severe aortic stenosis and mean gradient of 30mmhg. A plan is for a tavr. The patient has an appointment with the physician to discuss further plans. An echo (tee) performed in (B)(6) 2019 revealed a bioprosthetic valve that appears abnormal. Doppler suggests a peri-prosthetic leak of the prosthetic valve. The bioprosthetic leaflets are thickened and motion is restricted. A CT scan performed in (B)(6) 2019 revealed a prosthetic aortic valve, pulmonary nodules, and right lobe thyroid lesion. A plan was made for a 6-month CT and further evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.